Event description:
It was reported that the pump battery would not charge, despite attempts using different wall outlets, adapters, and charging cables. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the caller to use alternate insulin therapy through multiple daily injections (mdi) and decided to replace the pump. They confirmed the shipping address and guided the customer on how to put the pump into storage mode before returning it to tandem with a pre-paid label within 10 days.